Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis found that one (B)(4) device was returned in good visual condition and with a green cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was further tested on porcine tissue with green and blue cartridges for a total of seven firing. This included testing on porcine tissue ranging from 3 to 8 mm thick tissue. Approximately 50% of the firings also included the additional of fatty tissue on top of the porcine stomach. We could not replicate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, while stapling the gastric pouch the reload did not deploy any staples on 50% of the left side of the row. The staple line was over sewn and the procedure was prolonged by ten minutes. Another device and suture were used to complete the procedure. No adverse consequences reported. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.